Manufacturer narrative:
(B)(6) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02183, 0001825034-2019-02184, and 0001825034-2019-02186. UDI: (B)(4). Concomitant medical devices: mod arthro nl 3cm diasl cnctr, catalog#: cp260607, lot#: ni; mod arthro 0 deg lck collar, catalog#: cp260600, lot#: 341290; unknown screw, catalog#: ni, lot#: ni; cps lg spdl with pins 800lbf, catalog#: 178358, lot#: 502600; cps lg spdl with pins 800lbf, catalog#: 17840,4 lot#: 213070; cps transverse pin 6pk 32mm, catalog#: 178527, lot#: 134880; cps centering sleeve 18mm, catalog#: 178540, lot#: 131070; cps nut co-cr-mo alloy, catalog#: 178512, lot#: 498690; cps anchor plug 10mm, catalog#: 178400, lot#: 182490; cps sm spdl with pins 800lbf, catalog#: 178355, lot#: 717020; cps/oss 5cm tpr adapt w/oss sc, catalog#: 178711, lot#: 433100; cps nut co-cr-mo alloy, catalog#: 178512, lot#: 222820; cps transverse pin 6pk 32mm, catalog#: 178527, lot#: 742300; cps centering sleeve 15mm, catalog#: 178537, lot#: 935290; cps/oss 5cm tpr adapt w/oss sc, catalog#: 178711, lot#: 250750; mod arthro nl 3cm diasl cnctr, catalog#: cp260607, lot#: 580090; oss 4cm diaphyseal segment, catalog#: 150482, lot#: 801580; oss segmental stacking adapter, catalog#: 150483, lot#: 580530; mod arthro 0 deg lck collar, catalog#: cp260600, lot#: 491090; mod arthro nl 3cm diasl cnctr, catalog#: cp260607, lot#: 181570. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial knee arthroplasty. Subsequently, underwent a revision due the implant fractured while walking four (4) year five (5) months post primary implantation. Patient was walking five mile per day.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this product was reported in error and did not contributed to the reported event. The initial report submitted needs to be voided.

Event description:
Following investigation, implant was determined to not be subject of complaint.

Event description:
No further event information available at the time of this report.